Event description:
It was reported the customer had a low blood glucose event. Customer's blood glucose was 48 mg/dl. The customer treated their blood glucose with juice. Customer also declined to troubleshoot for their low blood glucose. It was also found the customer received a change sensor alarm. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.